Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pvi ablation procedure, it was unable to establish connection to the simulator. The power supply and connected cables were checked but the issue persisted. The procedure was cancelled due to these issues. There were no adverse patient consequences.

Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis.   It was also verified all connectors, switches and labels are free of physical damage. All mounting hardware was secured and all socketed ic (integrated circuit) components were fully seated. Preliminary measurements confirmed system voltages to be within the specified limits and no discoloration of the power supply wiring connector was observed. It was also confirmed that the stimulator failed to successfully execute the post and communicate with the ep-4 touchscreen pc, which confirms the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported communication issue was isolated to abnormal functionality of the microprocessor.